Event description:
It was reported that the patient was brought into the hospital after receiving a (B)(6) alert for high ventricular lead impedance. It was determined that the lead was fractured. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.